Event description:
Customer reports the ends are breaking off easily when pulled with a hemostat. This is occurring frequently. One incident report states, "angled end of chest tube breaks off when pulled through skin in c-section, with instruments." The facility is afraid that broken pieces could end up in a wound. No actual injury is reported.